Event description:
It was reported that the patient experienced an elevated heart rate due to lead dislodgement following a routine mammogram. It was noted that both the right ventricular (rv) and right atrial (ra) leads were dislodged and twisted within the pocket, indicative of twiddler¿s syndrome. The rv lead exhibited loss of capture and failure to sense. The ra lead exhibited loss of capture with low-amplitude p waves. Lead dislodgement was confirmed by x-ray imaging. Both the rv and ra leads were explanted and replaced. The patient was discharged.